Event description:
The unit become hot and was melting. It burned her back. Blanket, couch and rug.

Manufacturer narrative:
(B)(6), 2014 contacted the consumer and the consumer refused to return unit, suggesting possible legal action regarding incident.